Manufacturer narrative:
This report summarizes the results of our investigation of all 4124 reported events included in this summary report, submitted per exemption number 2015043. The evaluation conclusion codes for these 4124 reported events are: 31 of electrical problem, 197 of open circuit, 455 of deformation problem, 66 of fatigue problem, 45 of hardware timing problem, 1146 of improper humidity, 2 of assembly problem, 195 of fracture problem, and 41 of no failure detected. Also, there were 972 of no results code available since no evaluation was performed and 2602 of results pending completion of evaluation.

Event description:
This report summarizes 4124 reported events (3186 initial reports and 938 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 3 years to 91 years. Patient weight ranged from 17 lbs to 403 lbs. Patient gender was 46.0% male and 54.0% female for these reported events. About 3269 events were associated with button error alarm/keypad unresponsive, 796 events were associated with motor error alarm and 59 events were associated with both button error alarm/keypad unresponsive and motor error alarm. 2076 events were coded with device problem code 2591-device displays error message. The following patient problem codes are associated with device problem code 2591-device displays error message: 188 hyperglycemia, 20 hypoglycemia, 2 diabetes ketoacidosis, 1 blood loss and 1865 no consequences or impact to patient. 2049 events were coded with device problem code 2913-device operates differently than expected. The following patient problem codes are associated with device problem code 2913-device operates differently than expected: 187 hyperglycemia, 16 hypoglycemia, 2 pain, 1 bruise, 1 skin irritation, 1842 of no consequences or impact to patient. The 938 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.